Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the rep a chpv was revised because the patient was having recurring symptoms of hydrocephalus. Valve was replaced and normal flow ensued. Patient stable after surgery.

Manufacturer narrative:
(B)(4). The valve was returned for evaluation. The position of the cam when valve was received was 90 mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for and passed. The valve was flushed, no occlusion was noted. The valve was leak and reflux tested, with no issued found. The siphon guard was tested and passed. The siphonguard was removed. The valve was then pressure and passed. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on our investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.